Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2018. No medical intervention was reported. Additional event or patient information is not available. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).